Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 3 actis broach is worn at the attachment point and is difficult to remove from the broach handles. The broach is one piece and no pieces have broken off of it. This did not delay surgery time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.